Event description:
The customer noted after a download of cfas p lot 153529 version 03-01 on a c501, the standard 1 h2o setpoint was overwritten and all values in standard 1 were deleted. Controls and pt samples were run and for a few tests the results came out 10 times too high. No specific patient data was provided. No info was provided to determine if any erroneous results were reported or if pts were adversely affected. The investigation determined there was an error in the electronic barcode. This has been corrected in electronic barcode version 03-02.

Event description:
The customer noted after a download of cfas p lot 153529 version 03-01 on a c501, the standard 1 h2o setpoint was overwritten and all values, controls and patient samples were run and standard 1 were deleted and for a few tests the results came out 10 times too high. No specific patient data was provided. No information was provided to determine if any erroneous results were reported or if patients were adversely affected. The investigation determined there was an error in the electronic barcode. This has been corrected in electronic barcode version 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02. 03-02.

Manufacturer narrative:
The investigation verified the barcode error. The barcode has been corrected in barcode version 03-02. Customers were notified of the issue with a product bulletin. No adverse events in relation to the were reported.